Manufacturer narrative:
Expiration date: unknown, as the serial number was not provided. Catalog #: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. If explanted, give date: unknown, as lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. (B)(4). A failure analysis of the complaint device cannot be completed as product remains implanted. Also, because we do not have product identifiers device history record and trending cannot be performed. If there is any further relevant information received a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
At study visit the patient after being implanted bilateral tecnis symfony intraocular lenses (iols) complained of being moderately bothered by starbursts, glare and low light vision causing debilitating effect of no night driving. Patient has difficulty reading. It was noted that the outcomes significantly interfere with activities of daily life. Both iols remain implanted. No other information was implanted. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).